Event description:
Patient (pt) came in for pump to be disconnected. Upon assessment, writer noted that elastomeric 5fu pump appeared to be full. All clamps were open. Sensor noted to be taped to the chest with adequate tape and good skin contact. Pt states her husband did think it was fuller than previous times, but they thought it would continue to go down. Physician made aware. Orders received. Pt will receive a new 46-hour 5fu pump. Defective device disconnected and returned to pharmacy.